Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on (B)(6) 2024 from a healthcare professional (hcp) regarding a 51 year old female patient with diabetes and end stage renal disease, stating the patient experienced shortness of breath, coughing, wheezing, chest pain, hypotension (nos), and body pain during her first hemodialysis treatment with the device on (B)(6) 2024. Additional information was received on 22 may 2024 from the hcp who stated all symptoms onset within ten minutes of initiating treatment. Oxygen therapy, two puffs of albuterol (ventolin), and a saline bolus (200ml) were administered, and treatment was terminated. Symptoms resolved following intravenous diphenhydramine 50mg (benadryl). Following the event, the patient recovered without sequelae and changed to a dialyzer from a different manufacturer.